Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the implantable cardioverter defibrillator was oversensing far field r waves, which caused an episode of inappropriate automatic mode switch. Programming changes were discussed but did not occur. There were no patient consequences.